Event description:
The customer reported the device failed while on a patient. The device goes vent inop while in ventilation and diagnostic mode and d5 is illuminated on the sensor pcba.. The customer reported there was patient involvement and no patient harm.